Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens upside down in the right eye. Lens was removed without patient injury. Another same model and size lens was implanted. Reporter stated this event was due to technical error by the surgeon. See MFR# 2023826-2011-00885 for the left eye.

Manufacturer narrative:
(B)(4): evaluation: method: lens work order search. Results: visual inspection of the returned product found piece of plate haptic torn off and missing. Lens was returned dry. There was evidence of dark surgical residue on lens surface. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to technical error. (B)(4).